Event description:
Co was never sent the device for evaluation, so co cannot answer the questions asked. The device was reported to have been tested by the hospital biomed who operated the unit through 10 complete infusions, unit properly alarmed each time, performed pm checks, passed all checks. The device was then sent back into circulation and reported as unable to be returned to us.

Event description:
Pump did not alarm when volume was infused causing IV catheter to clot before more volume could be programmed.